Event description:
The account alleges that the bed exit would not alarm when a patient exited the device and fell. The account would not provide hill-rom with any other information regarding the patient's condition as a result of the fall.

Manufacturer narrative:
The technician determined that user error was the primary contributor to the issue, due to the patient (B) (6), and due to a different type of mattress, not supported by hill-rom was on the device. The account has stated that the device will be removed from service and placed in storage. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.